Manufacturer narrative:
Clinical evaluation performed by medical affairs manager on oct 5, 2018: insert revision in tka 10 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. Batch review performed on 16 october 2018: lot 170292: (B)(4) items manufactured and released on 26 april 2017. Expiration date: 2022-04-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to knee instability after about 1 year from primary. The surgeon revised the 12mm liner to a 14mm liner.

Manufacturer narrative:
On (B)(6) 2018 we were informed that the revision surgery has been successfully performed on (B)(6) 2018.

Event description:
The surgeon revised the patient 8 months after primary for a knee instability.